Manufacturer narrative:
The device, was used in treatment was returned for evaluation, establishing a relationship between the event reported and the device. A visual inspection was performed and showed the housing is damaged, the tube is kinked and a bad odor. Functional inspection was performed and showed the pump is contaminated preventing further servicing. Root cause is a kinked tubing. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, renasys go device at the moment of switching on the negative pressure it does not activate. It is unknown when did the event happen and if there was a patient involvement. No other complications where reported.